Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from december 1, 2014 to december 2, 2014. The device evaluation was completed to investigate the reported issue. Visual inspection revealed a blocked fluid path at the bond between the tubing and the female luer. Clear passage testing was performed on the device, also revealing the blocked fluid path identified through visual inspection. Therefore, the reported condition was verified. The cause of the blockage was due to excess solvent between the bonding points. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported being unable to prime a solution administration set. There was no patient involvement associated with this report. No additional information is available.